Event description:
Purevision2 contact lenses are misleading advertised. They are advertised as a newer version of purevision lense. They are not. Purevision2 dry up in the eyes after one day. Bausch told me that are not rated for overnight wear. Yet, their website says, "plus, this monthly replacement lens offers design advances for outstanding comfort and breathability." They are not advanced if the purevision can be worn overnight and the purevision2 cannot. I wear contacts as bandage lenses. I put the pv2 lenses in my eyes and they dried up during the first night. Bausch told me that my doctor should have told me this. Did bausch tell him? Dates of use: (B)(6) 2010 for one day. Diagnosis or reason for use: trichiasis. Event abated after use stopped or dose reduced: yes.